Event description:
A fluency tracheobronchial stent graft was placed in a dialysis pt's right axillary vein fistula to treat the stenosis. The pt returned eight months later with another stenosis in the basilic transposition. At this time, a stent fracture, segment separation and migration of the stent graft were noted. The separated segment appears to be composed of the tantalum markers and the crown (no eptfe), and appears to be outside the contrast column. The flow through the fractured stent was still very good, and it was not interrupted by the fracture or the separated piece. Despite the observed fracture, the doctor chose to treat the second stenosis with another fluency stent.